Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was vt induced by rv pacing. The patient also experienced syncope. 30 seconds of atrial sensing and no ventricular output was noted on the monitor. Vt was also confirmed on the monitor and a temporary pacemaker was inserted. Later, rv capture management was programmed to adaptive and the patient flatlined during test and adapted to 3 volts. Vt occurred again and rvcm was programmed to off with lvcm programmed to monitor. The device and lead remain in use. No further patient complications have been reported as a result of this event.